Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention was performed; the patient was stable and there were no adverse consequences. Additional information was requested but was not available.